Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with glucose tablets. Customer was on auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that insulin pump was over delivering. Customer stated that they had sensor updating alert. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.